Event description:
The customer reported that the vertical lift column was not working properly. It would not respond to a command.

Manufacturer narrative:
The ge service rep replaced the power supply.